Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed the active exhalation control module test step during testing. Recommendation was made to check for pinched tubes inside and/or replace the active exhalation control module. Customer requested no repairs be made, device will be returned to customer unrepaired. Additionally, the cracked inside screws of enclosure, handle and rubber feet were also not replaced due to request for no repair by customer. These are not related to the malfunction/issue.